Event description:
It was reported by the affiliate that the (1) mcl20 was used during a prostatectomy procedure. It was reported that the clips would not advance. The case was completed with another device and there was no consequence to the pt.